Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: bk050036. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged cap was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of damaged cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged cap based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was discovered to be broken. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the cap was found to be chipped before use.